Manufacturer narrative:
(B)(4). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the placement of a cannulated screw, the threads of the shaft unravelled and the head fractured off. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned screw was evaluated and the reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. There are no other complaints reported for this item. A definitive root cause was unable to be determined. However, based on the visual analysis of the device and the x-rays it was determined it was likely the threads on part of the screw were flattened as a result of metal on metal contact with the transverse guide wire. This would cause an increase in stress in the screw which is likely what led to the screw failure. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.